Manufacturer narrative:
The pump passed the displacement test, rewind test, and self test. The pump failed the prime/seating test due to early seating. Unable to perform basic occlusion test, force sensor test, occlusion test, and displacement accuracy test due to early seating. Test p-cap locked properly into the reservoir compartment. Successfully downloaded pump history files and traces using thump software. Pump alarmed a pump error 53 (file#: (B)(4), line #: 418, esf #: 3926732) alarm on 07/22/2023 at 23:36:10.000 due to a possible hardware failure. Pump alarmed a pump error 2 on 07/22/2023 at 23:36:10.000. Pump alarmed 9 pump error 43 alarms, on the event date of 07/23/2023 the first three are as follows: 08:45:15.000, 08:47:28.000, and 09:08:08.000. Found no relevant bolus delivery alarms in the pump history files and traces. Pump was cut open to perform visual inspection and found moisture damage on the electronic assembly, motor, and force sensor. The following were also noted during visual inspection: corroded battery tube, corroded battery tube spring, scratched case, cracked keypad overlay, overlay scratched, stained keypad overlay, and keypad overlay texture damage. Unable to verify customer's complaint for high bgs. Pump error 43 was confirmed in the pump history files and traces due to moisture damage on the motor home switch. Pump error 2 was confirmed as a consequence of pump error 53 alarm. Pump error 53 was confirmed in the pump history files and traces due to moisture damage on the electronic assembly. Early seating was confirmed due to moisture damage on the motor home switch and force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hyperglycemia with a blood glucose value of 469 mg/dl at the time of the event. The customer was treated with the insulin pump and the customer did not experience any symptoms related to high blood glucose. The customer received an error in the motor which was detected by reading unexpected value from hall sensor (pump error 43).troubleshooting was not performed. It was unknown whether the customer had used the insulin pump system within 48 hours of the reported high blood glucose event.  No further patient complications were reported. The customer will discontinue the use of the insulin pump and will  be returned for analysis

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.